Event description:
It was reported that the patient was swimming and received inappropriate shocks while getting out of the water possibly due to electromagnetic interference. No medical intervention was done and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. 1 - ventricular nst=170 ms on (B)(4) 2012 15:41:41.